Event description:
The wire tip was stretched while the physician was advancing/withdrawing the guidewire at the neck of aneurysm. The event happen before any micro catheter was in the cerebral vascular. There was no report of patient injury.